Event description:
Patient revised to address dislocation.

Manufacturer narrative:
Examination of the returned device by depuy engineering did not find anything outward to suggest product error. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Should any add'l info be received, the investigation will be reopened. Depuy considers the investigation closed.